Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0 mm icm120v4 implantable collamer lens in pt's left eye. Fifteen days after the icl implant, the pt experienced raised tension 24 mm. The pt was initially started on one medication and is now on three drops. The icl has adequate and no excessive vault, with normal ac depth, open angles and adequate peripheral iridectomy. Possible pre-existing glaucoma. Icl remains implanted. See MFR # 2023826-2011-00027 for the right eye.